Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During the procedure, the right ventricular (rv) lead exhibited high pacing impedance measurements. The physician attempted several times but was unsuccessful. The rv lead was then removed and replaced. The patient had no adverse consequences.

Manufacturer narrative:
The reported event of high pacing lead impedance was not confirmed. Final analysis found that as received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examinations of the lead did not find any anomalies.